Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. The device has a plastic stent stuck in the channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint was due to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00121. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the plastic stent got stuck in the videoscope. As the physician repeatedly tried to remove the stent at bedside, the patient was becoming unstable and the case was aborted. Additional information received that the patient was brought to the intensive care unit (ICU) to get stabilized and was transferred to another facility for higher level of care. The procedure was then completed later at another facility. There were no further reports of patient harm.